Manufacturer narrative:
The pump was returned to animas. Eval revealed contamination under the up button contact. The up button intermittently activated desired pump functions when pressed. All other buttons appropriately activated desired pump functions when pressed.

Event description:
The pt stated that it took multiple button presses to activate desired pump functions. The pt denies that the keypad was peeling. There was no reported pt impact associated with this complaint.